Event description:
It was reported that the patient had difficulty charging the ipg as it had moved and was not flat on the skin. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.